Event description:
In preparation for a band ligation procedure, the physician selected a cook endoscopy 10 shooter saeed multi-band ligator. The physician reported both blue hooks broke on the loading catheter. They were unable to pick up the wire (i.e. Ligator trigger cord) and pull it through the endoscope (for loading the ligator onto the endoscope prior to use). A section of the device was not inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Event description:
Caller states the patient tested 5.4 inr on the coaguchek xs system and 3.4 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.